Manufacturer narrative:
The device has been returned and evaluated by product analysis on 08/16/2016 with the following findings: investigation revealed a crack in the battery compartment. Unrelated to the original complaint, the display was dim and discolored.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged damage to the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #2 date of submission 02/22/2017 - correction to serial #.